Manufacturer narrative:
The event took place in (B)(6).

Event description:
The customer complained of a questionable carcinoembryonic antigen (cea) for one patient sample. The initial cea result was 11.91 ug/l. The doctor found the result suspicious. The laboratory repeated the test on the same analyzer with a result of 5.60 ug/l. The doctor requested a redraw. The new sample had a cea of 5.44 ug/l. Due to this event the laboratory repeated two other cea samples that day and found the results to be repeatable. It was asked but unknown if the patient was harmed by the erroneous result. There was no allegation of an adverse event. The lot number of the cea reagent was 177607. The expiration date was requested but not provided. An exact root cause could not be identified. The investigation noted the quality control results were scattering between +/- 2 sd, which might occur if the system were not well maintained.